Manufacturer narrative:
Upon receipt, the lead was found dissected at approximately 25.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. As indicated in the complaint description, the fragmentation of the lead originated from the explant procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed abrasion marks at approximately 16 cm and 19 cm distal to the is-1 connector pin, most likely as a result of the interaction between the lead and the ICD can. The inspection of the insulation confirmed that the lead was, apart from the present fragmentation cuttings, free of insulation breaches. In addition, the dc resistances of the conductor fragment were measured and did not show any peculiarity. The quality documents associated with the manufacture of this particular lead were re-investigated. There was no sign of any inconsistency during production and final acceptance test. X-ray images were received for investigation. No conspicuity was observed.

Event description:
This lead was capped and replaced due to oversensing which led to inappropriate shocks. Should additional information become available, this file will be updated.